Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. The customer was assisted with troubleshooting . The customer was treated in hospital. The customer stated that the drive support cap was normal. There was no indication that the insulin pump no delivered insulin. The product was not returned for analysis.